Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that during a procedure of the renal artery, the 6.0 x 18 mm herculink stent delivery system (sds) was advanced but failed to cross the lesion due to the anatomy. The sds was being removed from the anatomy when it met resistance with the tuohy-valve and the introducer sheath. The device and sheath were successfully removed without issue. A non-abbott stent was used to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.